Manufacturer narrative:
The unit needed a new control panel. The damaged front cover was replaced, along with the filter, cover, hose and nozzle. The wt-5900 warmtouch is not distributed in the u.s.; however, the wt-5900 warmtouch is of essentially identical design and is distributed in the u.s. The 510k number for the wt-5900 warmtouch is k020604.

Event description:
It was reported to covidien that warmtouch blower 5900 was reported to have hot/smoking/odor.